Event description:
The customer contacted physio-control to report that their device locked up during start up. The device was powered on, but during the boot-up the display went white and the device was unresponsive. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. Physio-control replaced the system pcb and user interface pcb assemblies, and performed some other unrelated repairs. Proper device operation was observed through functional and performance testing. Following repair, the device was returned to the customer for use.